Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse confirmed an issue with the sample probe leaking air. The plunger was replaced, and the system was fully functional. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Three discordant, falsely elevated high-sensitivity troponin I (tnih) patient results were obtained on an atellica im 1600 instrument. The initial results were reported to physician(s). New samples were drawn and repeated on an alternate atellica im 1600 instrument. The repeat results were reported, as correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated high-sensitivity troponin I (tnih) patient results.